Event description:
It was reported, a urinary tract infection (uti) with pseudomonas occurred after cystoscopy in which the patient reported to the emergency room. The olympus endoscopy support specialist (ess) was on-site for observations of cleaning with facility staff and identified the customer was not disassembling the forceps/irrigation plug during reprocessing. The ess completed a reprocessing in-service to correct deviations and provided customer with scope cleaning directions. This medwatch is related to patient identifier: (B)(6).